Event description:
It was reported by service report that the foot rest pin that connects the calf support to the foot rest was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot rest pin.